Event description:
It was reported that the ventilator generated alarms indicating low o2 concentration. The patient saturation level decreased to 80%. Final patient's outcome was no injury. Manufacturer's ref.#: (B)(4).

Event description:
Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
According to our field service engineer, there were no report of any repair/part replacement made, however customer stated that the o2 cell may have been changed prior to putting device back into service, but it cannot be confirmed. No more information will be provided. After unknown repair by customer's technician the device was returned to clinical use. Unfortunately, the device's logs and confirmed information about repair have not been provided, no further analysis has been possible, therefore the root cause of the reported event has not been determined. H3 other text : (B)(4).